Manufacturer narrative:
The complaint sample was received and the reported event was confirmed. The latch assembly near the center of the offset cup impactor (oci) was jammed and could not be released, meaning the pins would not retract to allow the chain assembly to be locked into place. Upon closer examination, it was observed that the etch side latch pin hole was deformed, which is unintended. There were other observations of unintended impacts as well as general wear throughout the complaint sample. The weld adjoining the ratchet housing to the oci body was fractured all around. The ratchet key and teeth were worn as well as the ratchet button. The function of the ratchet mechanism could not be fully vetted as the chain assembly could not be locked into place due to the latch assembly issues. The customer did not allege issues with the ratchet mechanism. Applicable production records were reviewed and did not reveal any discrepancies. The cause of the deformation leading to the latch assembly issue is unknown as this is the first complaint reported and confirmed for functional issues with the latch assembly. Thus, no further investigation is required. Integer was made aware of this event (B)(4) 2018, which did not meet reportability requirements at the time with the information available. However, the device was received and the breakage was observed on (B)(6) 2018. Report source: complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the instruments inner part is jamming. No adverse events, surgical delay nor patient consequence were reported as a result of the malfunction.